Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusions set fell off during use on event on (B)(6) 2024 . One infusion set has been used for less than 24 hours. Insertion area was cleaned, air-dried and free from hair. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.